Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose last sunday. Customer hadn't eaten any food and noticed that her blood glucose was 300 mg/dl. Customer stated that she administered a correction bolus and blood glucose increased to 520 mg/dl. Customer took another correction bolus and her blood glucose increased to 560 mg/dl. Customer took about 25 units of insulin and it took some time for her blood glucose to decrease to 137 mg/dl. Customer stated that she changed her infusion set and reservoir the next day. Customer stated that since then, everything has been going well. Customer refused to speak to the helpline about troubleshooting.